Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alert was triggered. The right ventricular (rv) lead exhibited high impedance. A connection issue with the implantable cardioverter defibrillator (ICD) was suspected. A revision was performed and the lead was reconnected to the device. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.